Event description:
During a laparoscopic cholecystectomy the bottom jaw of the grasper broke off in the patient's abdominal cavity. This occurred on the initial placement of the instrument on the gallbladder. The broken grasper was unable to be retreived and left in patient. The same incident occurred on 11/6/92 with a different patient and the same model instrument. In this episode, the broken piece was retreived from the patient's abdominal cavity and the instrument was sent to the manufacturer for evaluation. (No MDR filed for this occurrence)device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.